Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was occluded. Customer stated that the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 276 mg/dl. Troubleshooting was done. The insulin pump was working as designed. Advised the customer the alarm was caused by set and reservoir occlusion. It was that the cannula was bent when customer removed the infusion set. The customer was advised to change the entire infusion set. The customer was assisted in set change and was able to complete the rest of her manual bolus that was not delivered. No further information provided.